Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 23mm portico ng/navitor valve was successfully implanted in a patient. No pre-implant balloon aortic valvuloplasty was performed. The length of the membranous septum is 5mm. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed twice during procedure due to being deployed too low. At 80% deployment, left anterior oblique (lao) view was used and confirmed with stent parallax removed that the implant depth is at an acceptable level below annulus in that view. The check for under-expansion of the valve was done in right anterior oblique (rao) view. The final non-coronary cusp implant depth was 3mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. A post-implant balloon aortic valvuloplasty was performed due to under expansion of the 23mm portico ng/navitor valve. Post-procedure, it was noted via electrocardiogram that the patient developed a left bundle branch block (lbbb). There was no intervention performed and no initial or prolonged hospitalization due to this event. On 15 april 2025, it's noted via telemetry that the lbbb resolved. The cause of the patient's lbbb is attributed to the patient's pre-existing fascicle seen on electrocardiogram block prior to procedure. The cause of under-expansion of the 23mm portico ng/navitor valve is attributed to a previous unknown prothesis and calcification. The patient was asymptomatic at the time of report.

Manufacturer narrative:
The device was not returned for analysis. An event of valve underexpansion and left bundle branch block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, causes for the reported valve underexpansion and heart block could not be conclusively determined. It is possible that procedural conditions, such as calcification or implant depth, contributed to the reported issues. However, this cannot be confirmed. The reported unexpected medical intervention was the result of case-specific circumstances, as a post-implant valvuloplasty was performed.